Event description:
Physician reported pt had developed redness, swelling and tissue breakdown (possible necrosis) the evening of the injection.

Manufacturer narrative:
During a follow-up with technician from dr's office, it was reported that the pt developed necrosis -like symptoms on her right nl fold area. The area was cultured and the results returned were negative. The pt was treated with medrol dose pack, keflex and levofloxacin. The pt's condition has since resolved. A review of the device history records indicates that the reported radiesse dermal filler lot 1009668, has met all specs.